Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2022, the patient underwent an orif surgery via osteosynthesis for olecranon fracture. During drilling with the bit in question, the surgeon reached a point where drilling could not proceed. After checking with an image intensifier, it was discovered that the drill bit broke and the tip of the bit was left in the bone. The surgeon decided to leave the fragment inside of the bone and completed the surgery. This report is for a 1.5mm drill bit/mqc for threaded hole/74mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø1.5 l74/57 f/core hole showed the distal tip of the device was broken and broken fragments was not received. Embedded device condition cannot be confirmed as x-ray evidence or photos were not provided. No other issues were observed. A dimensional inspection for the drill bit ø1.5 l74/57 f/core hole was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø1.5 l74/57 f/core hole would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part # 03.130.302s lot # 9l25449 manufacturing site: (B)(4). Release to warehouse date: 11 apr 2022 expiration date: 01 apr 2032 supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 03.130.302 non-sterile lot # u394750 manufacturing site: (B)(4). Release to warehouse date: 22 feb 2022 supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.